Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue ¿ meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue began on an unspecified date over the past 2 weeks. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient reported developing symptoms of ¿tired, headache, extremely thirsty and low ketones¿. In response to these symptoms, at 9:30-10pm on (B)(6) 2017 the patient self-treated by taking an additional 4 units of insulin. No other device was used to measure the patient¿s blood glucose at this time. At the time of troubleshooting the cca noted that there was no misuse of the product, but the issue was not able to be resolved with training. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.